Event description:
It was reported that the patient underwent a hip fracture surgery approximately eight (8) years ago. Subsequently, the patient was undergoing a revision surgery due to the patient having pain in the lateral wall of the femur due to the implant causing a fistula. The surgery was not completed at that time due to an instrument fracture and will be rescheduled on a later date.

Manufacturer narrative:
(B)(4). G2: foreign: costa rica. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted in the patient. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: intramedullary nail and screw fixation is present for femoral neck fracture fixation. The hardware is intact. The fracture appears healed. There is a large osseous fragment medial to the femoral neck. There is narrowing of the superior hip joint space. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.